Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was caller said patient has desired settings not available as soon as the controller connects to the implant. Issue started since friday. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported. Additional information received. Rep reported patient having issue with stimulation increase, that patient got desired settings not available. Patient was programmed with all 4 electrodes, but rep eliminated electrode 3 since it's at 40k ohms. 0+ 1- 2+ 450 usec 110 hz impedance showed. 1 3900 ohms 2 4300 3 40k patient was able to increase stimulation up to 4 ma. Technical services(ts) recommended that pulse width is decreased to allow a little more current to be delivered, but told rep that due to patient's higher impedance the system was reaching it's limit. The issue was not resolved through troubleshooting. No know cause of high impedance or cause of the electrode that was at 40k ohms. Rep called back and said she decreased patient's pulse width and patient was able to increase to 8 ma, but then system gave desired settings not available again. Patient decreased stimulation to 7 ma and it gave patient settings displayed, but when patient tried to increase again, then patient encountered desired settings not available again even at lower than 8 ma. Reviewed with rep the impedance is likely fluctuating, causing difficulty to even get back up to 8 ma.

Event description:
Rep reported patient will need lead revision. Patient has workman¿s comp and needs approval from adjuster before getting a surgical consult. Issue not resolved as pending surgical consult patient needs lead revision. No consult date scheduled.

Manufacturer narrative:
Continuation of d10: product ID 3986a; serial# (B)(6); product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.